Event description:
The facility reports as the patient was being lifted, the stitching of the sling strap failed, causing the patient to fall to the floor, approximately 55mm. The patient was lifted manually from the floor. No injuries to be patient were reported.